Manufacturer narrative:
The customer noted the leak coming from the hydro pneumatic area on the instrument and system generating high vacuum pressure is low error message. The customer had previously experienced water filtering system leak and believed the leak was the same and did not wear personal protective equipment (ppe). The customer traced the leak back to the wash concentrate reagent, which was bubbling out of the container and splashed her hand. Hotline advised customer to wear ppe and provide customer with msds. A bci field service engineer (fse) replaced the loose valve.

Event description:
A customer contacted beckman coulter inc. (Bci) to report wash concentrate reagent from unicel dxc 600 pro synchron chemistry analyzer spilled on the customer hand causing slight burn and rash development. The customer was sent to ER.